Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due damage to the ccd (charge-coupled device) while the user was handling the device which led to unstable electrical connection. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the bronchovideoscope¿s plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition to the finding reported in the event, the tip is severely burned, the light guide rod is partially cracked, the image is abnormal, the angle is insufficient, due to adhesive peeling of distal end, distal end is not secured, plug unit has a crack, the video connector is damaged, due to wear of angle wire, bending angle in up direction does not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope distal end of the insertion part is burnt. The reported event was found during a bronchial therapy procedure which was completed with a similar device with no delay. During inspection and evaluation, the device had no image due to a faulty charged coupled device unit. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.